Event description:
It was reported that the wake button was unresponsive. Pump lights turned on when charge initiated on charging pad. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.